Event description:
Customer reported a communication failure error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the circuit cards in the workstation. System operates as intended. This MDR is related to ge healthcare complaint.